Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings. Customer stated that they bolused for a reading of 288 mg/dl and the blood glucose readings increased to 540 mg/dl. Customer reported symptoms of nausea. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. No further information reported.